Event description:
A customer reported a tandem mobi cartridge alarm, indicating an issue with their insulin pump. There was no adverse impact on the customer's blood glucose level; it did not exceed 500 mg/dl. Technical support confirmed the alarm issue and decided to replace the pump. The customer was instructed to continue using the current pump until the replacement arrived and was guided on how to return the problematic pump to tandem.